Event description:
A message was received from the hospital stating that the ventilator's settings had changed when it was connected to a patient without a staff person making the changes. The respiratory nurse was called to the patient room because of the peep (positive end expiratory pressure) alarm was going off. The hospital nurse stated that the patient bed was repositioned, but the bed did not touch the ventilator. There was no patient harm. (B)(4).

Manufacturer narrative:
According to received information from the facility, the involuntary changed parameters were: o2 (40 to 42 percent), peep (10 to 16 cmh2o), respiratory rate (18 to 22 bpm) and tidal volume (460 to 490 ml). These 4 parameters can be changed with direct access knobs that are placed next to each other on the lower part of the user interface. The parameters are changed by lifting a protective plastic cover and then by turning/rotating of the knobs. The plastic knob cover was missing during the reported event. According to the facility, the event happened during repositioning of the patient, but that the patient bed did not touch the ventilator during repositioning, and that the ventilator knobs were not touched. Evaluation of the ventilator logs confirmed the reported changed settings. The four different parameters were changed almost simultaneously. There are however no indications that the settings were changed by the ventilator itself. There were no technical errors indicating a ventilator malfunction found in the logs. The order of the parameter changes, and the rotation direction of the knobs indicates that they have been changed physically by something (hand or other object) moving horizontal on the upper, or lower side of the knobs. Our conclusion is that the settings were changed by mistake, and not by the ventilator itself. A possible contributing factor of the unintentional change was the missing knob cover. It is not known why the cover was missing.

Event description:
(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.